Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first three clips came out and formed perfectly around the artery and cystic duct. He fired again to secure another clip around an accessory vessel, which failed. The clip did not close at all, fell out. Another fire and again the same thing happened. Another fire, and it repeated for five consecutive times. The next clip closed, but did not complete the close around the vessel. The next attempt formed properly and the doctor could continue with his operation. It took the doctor an extra seven minutes to pick up the fallen clips and remove it from the abdominal cavity. It cost the patient an extra 7 minutes in theatre time. There were no adverse consequences for the patient reported.